Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following was reported: operative report explaining patient having a calcar crack during ltha. Crack was fixed with dall-miles sleeve. Patient is enrolled in the insignia study. As reported in the operative report: we turned our attention to the femur. We broached up with the 0 broach. The patient had a calcar crack, it was small, it did not extend down to the level trochanter. We then stopped broaching, placed a dall-miles cable around it, tensioned that, cramped and clamped it in place and cut the wire and then continued broaching.

Manufacturer narrative:
Reported event: an event regarding intraoperative fracture involving an insignia rasp was reported. The event was confirmed via clinician review of the provided medical records. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical information by a clinical consultant indicated: conclusion/assessment: the patient underwent a total hip arthroplasty using the insignia stem and the corresponding instrumentation. The procedure was done through a direct anterior approach. During broaching with the first broach, a small calcar crack was created. A dallmiles cable was placed to control and prevent any extension. The procedure was continued uneventfully. Postoperatively the patient seemed to be doing fine. Event confirmation: a primary total hip arthroplasty with the insignia stem can be confirmed. A calcar fracture can be confirmed from the operative note. Fixation with a dall-miles cable and routine postoperative care can be confirmed. Root cause: the root cause of the cabling was a calcar fracture. The root cause of the fracture would be broaching through the daa approach. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that an intraoperative fracture of the femur occurred during broaching. The event was confirmed via clinician review of the provided medical records. The root cause of this fracture cannot be determined by the information provided. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.